Manufacturer narrative:
Analysis received the unit with button error alarm due to moisture damage to the keypad traces. The pump passed the displacement, rewind, basic occlusion, occlusion, prime, and no delivery test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 300 mg/dl at the time of incident. The insulin pump will be returned for analysis.